Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08715 inches. No unexpected unusual motor noise noted and no drive/motor anomaly occurred during testing. Installed a water filled test reservoir and primed the insulin pump. Several boluses were programmed and delivered. All programmed bolus delivered their indicated amount and were verified in the daily and summary history screens. The units left at the insulin pump display matched properly the units left at the test reservoir. No delivery or bolus anomaly noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer was hospitalized due to diabetic ketoacidosis and high blood glucose of over 600mg/dl which was treated with manual injection on (B)(6) 2018. Customer had symptoms like vomiting, exhausted. Customer¿s current blood glucose of 277mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer stated that they heard strange noise from insulin pump. Insulin pump will be return for analysis.